Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97754, serial# (B)(4), product type recharger.

Event description:
Information was received from a consumer, via a manufacturer representative, regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was burned by his recharger. It was noted that the patient was charging for multiple hours at a time while lying down. The patient was instructed not to lay down when charging and not to charge for long periods of time. The patient was also instructed to not charge in positions that will trap heat. The issue was resolved at the time of the report. No further complications were reported/anticipated.